Event description:
It was reported that the customer had an issue with the keypad on her insulin pump. Insulin pump was exposed to water and the keypad became unresponsive. The customer's blood glucose level was 153 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.